Event description:
The patient was undergoing an embolization procedure in the left internal iliac artery using a penumbra coil 400. During the procedure, a px slim delivery microcatheter was advanced to the target vessel through another manufacturer's catheter. While the physician was attempting to move the coil 400 in and out of the microcatheter, the physician decided the coil was too small for the target vessel. When the physician attempted to retract the coil, it would not enter the px slim delivery microcatheter. After removing the px slim delivery microcatheter from the patient, the coil still would not retract into the guide catheter that was being used. The physician made several attempts in retrieving the coil including saline flush and manipulating it with a guide wire, but they did not work. The physician then tried to remove the guide catheter and coil together, but the coil became unraveled. The physician pulled the coil out by pulling the pusher wire. The procedure was completed with another penumbra coil 400 and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Disposed of by the hospital.